Event description:
It was reported that the patient was experiencing pain which described as burning at the lead site following a laminectomy during an implant procedure. The patient was admitted to the ER (emergency room).

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.